Event description:
It was reported that the pt's device system was removed due to an mrsa infection in which the pt "almost died". The pt outcome is unknown. Further information is being requested from the hcp.